Manufacturer narrative:
Age of device: 5 months, 21 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Th patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was admitted for severe back pain which was thought to be musculoskeletal. It was reported that pain was due to osteoporosis and the weight of the controller. CT of the abdomen w/b/l femoral iliac was performed which was within normal limits. Patient had severe shortness of breath (sob), air hunger, tachypneic, confused, hypotensive, mottled, intubated for work of breathing and started on pressors. All lab results were within normal limits except for brain natriuretic peptide (bnp) which was 1300 pg per ml. A transthoracic echocardiogram (tte) was performed which showed mitral regurgitation (mr) and aortic insufficiency (ai), dilated inferior vena cava (ivc) filter.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files appeared to show the pump operating as intended and a direct correlation between the reported events and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. This submitted log files contain data from 04may2019 at 22:51 through 10jun2019 at 17:32 and from 19jul2019 at 20:31 through 23aug2019 at 13:52. Overall, power ranged from 4.2-6.2 w, estimated flow ranged from 3.3-7.0 lpm, and average pi was between 3.3 and 8.4. No abnormal trends in pump parameters were observed. It should be noted that a no external power alarm was observed on (B)(6) 2019 at 08:34 (investigated under pi-2019-0125108-01). This alarm appeared to be the result of an mpu power loss event. The system operated on the backup battery (ebb) during this time. No additional atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the files. The pump appeared to be operating as intended. The account communicated that the patient was admitted for severe back, leg, and buttocks pain that was thought to be musculoskeletal. The patient had an abdominal with bilateral femoral iliac cta completed which was within normal limits. The patient then became acutely short of breath, tachypneic, confused, hypotensive, mottled, with air hunger. The patient was intubated for work of breathing and started on pressors. All labs were within normal limits except elevated bnp of 1300. A tte was performed which showed moderate mitral regurgitation, moderate aortic insufficiency, dilated inferior vena cava, and moderate pulmonary hypertension pa 55-60. The pain was not completely related to the lvad. The weight of the controller and batteries contribute to the patient¿s pain along with osteoporosis. It was later reported that the patient was in the emergency department with abdominal pain in the left upper quadrant with nausea, vomiting, and diarrhea for approximately two weeks. It was not known if the mitral regurgitation and aortic insufficiency was a pre-existing condition. It was not known if the mitral regurgitation and aortic insufficiency was related to the lvad. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU lists pulmonary hypertension as a potential risk and adverse event that may be associated with the use of the hmii lvas. The IFU provides an explanation of each of the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hmii lvas patient handbook cautions users to call their hospital contacts if they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event